Event description:
Per the clinic, the patient developed granulation tissue at the abutment site which was treated with silver nitrate on (B)(6) 2019. However, the patient developed an infection at the abutment site beginning in (B)(6) 2019, and was treated with a topical antibiotic ointment on (B)(6) 2019. Due to skin overgrowth on the abutment, the patient underwent a revision surgery on (B)(6) 2020, to change the abutment, and was treated with a steroid injection and topical antibiotic ointment. The implanted device remains.